Event description:
It was reported that the patient experienced pain in the pocket site. The neurostimulator "dropped at least an inch" and was "very painful" around the neurostimulator and down about 6 inches into her "butt cheek." There was a "bump in the middle" of the neurostimulator. The patient felt stimulation in her vaginal and rectal areas. She was at home in fair condition. The company representative reported that the patient has had multiple falls on her hip, where her device is implanted, due to many psychotropic medications she takes. The healthcare provider confirmed that the patient experienced a new pain. A surgical revision is needed.